Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine was not working, and the fingerprint reader failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the fingerprint was not working. A field service engineer (fse) spoke with customer and cleaned a dirty biometric identifier (bioid). Customer confirmed the bioid was working properly. Later, fse arrived on site and found the customer had already resolved the issue. Bioid was functioning correctly, no further issues reported, and no additional assistance required. The system functioned as intended after customer resolve the issue.